Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive up arrow button due to corroded keypad traces. Insulin pump had a cracked case at display window corners, display window, reservoir tube, reservoir tube window and reservoir tube lip and battery tube threads. Insulin pump had minor scratches on lcd window and broken belt clip slot.

Event description:
Customer reported a button error on her insulin pump. The up arrow is not working. Customer's blood glucose is 66 mg/dl. She treated with dinner. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.